Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all the conductors were stretched, inner insulation torn and there was apparent explant damage. (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable pulse generator (ipg) system was returned from an unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately eight months post the implant of the ipg system. Cause of death has been requested and not received.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.

Event description:
Asku.